Manufacturer narrative:
An event regarding rom issues involving an accolade stem, mdm liner and femoral head was reported. A review by a clinician confirmed a periprosthetic fracture of the acetabulum (bone screw protruding through the medial post-acetabular wall). Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation :a review of the provided x-ray by a clinical consultant indicated: [...] The right has one screw in the acetabulum, which is larger than the acetabulum on the left, and is protruding through the medial post-acetabular wall with a suggestion of excessive version. A notch is noted at the base of the medial femoral component neck and is at a site consistent with impingement occurring on the acetabular rim.[...] [...] The choice of a 28/minus-4 head in an mdm construct increases the likelihood of neckimpingement with the resulting notch production on the femoral neck. There is no evidence this clinical situation was the result of factors associated with implant manufacturing or materials.[...] Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: a review by a clinician noted " the right has one screw in the acetabulum, which is larger than the acetabulum on the left, and is protruding through the medial post-acetabular wall with a suggestion of excessive version. A notch is noted at the base of the medial femoral component neck and is at a site consistent with impingement occurring on the acetabular rim.[...] The choice of a 28/minus-4 head in an mdm construct increases the likelihood of neck impingement with the resulting notch production on the femoral neck. There is no evidence this clinical situation was the result of factors associated with implant manufacturing or materials however, the root cause of the event could not be determined because insufficient information was provided. Further information such as return of device, device lot details, operative reports and additional x-rays are needed to investigate this event further. If additional information become available, this investigation will be reopened. Device not available.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. A 10° 36mm eccentric f insert was implanted. Update 07/november/2018: spoke to rep. Patient revised due to an issue with the femoral stem, which was found to be notched on the neck. An accolade tmzf stem, 28 -4 head (composition unknown), and mdm/ adm liner construct were revised to a competitor stem and head with a 10° 36mm eccentric f insert. Rep provided an x-ray and explant pictures and reported that additional x-rays, medical records, and further information are not available due to hospital policy. A review of the provided medical information by a clinician noted the following; {...} the choice of a 28/minus-4 head in an mdm construct increases the likelihood of neck impingement with the resulting notch production on the femoral neck. There is no evidence this clinical situation was the result of factors associated with implant manufacturing or materials.{...} update 20 december 2018: unknown bone screw added to the product grid, a clinician review has stated that "the right has one screw in the acetabulum, which is larger than the acetabulum on the left, and is protruding through the medial post-acetabular wall."